Event description:
It was reported that during a pta treatment procedure to dilate a 90% stenotic lesion in the right renal artery, removal difficulties were encountered. The ultra-soft sv balloon had been inflated three times to 10 atm's. During removal of the balloon catheter, the physician encountered resistance. The physician removed the ultra soft balloon catheter and the neat 6 fr guide catheter through the sheath as a unit. The procedure was completed after angiography. The pt is reported as 'good' following the procedure; no injury or complications were reported.